Event description:
The complainant reported a 57-year-old male patient presenting for cardiomyopathy. During impella support, it was discovered that the pump had gotten stuck under the mitral valve and, as a result, the patient started hemolyzing. Repositioning of the pump was attempted but ultimately failed to resolve the issue. As a result of the ongoing condition, the pump was removed and a new impella pump was implanted for continued support.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.